Manufacturer narrative:
(B)(4). Batch # unknown. Date of event: unknown, assumed 1st day of month that complaint was reported.

Event description:
It was reported that during an open-heart procedure, the clips from the clip applier were scissoring and cutting vessels instead of clipping the vessels. Bleeding was controlled using suture. The clip appliers are worn out. No patient consequences occurred.